Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced the cannula breaking off, and another unspecified number experienced difficulty operating or not working/functioning during use. The following information was provided by the initial reporter: material no. 320119, batch no. 9009529. Verbatim: no insulin flow when priming. During injection, flow will stop before injection is complete, she takes a second pen needle to complete dosage bruising on stomach, referred to them as "painful knots" some swelling on injection site finding bent needles at patient end before injection, she does not use them does rotate injection sites one box affected. Exact dates for each issue, unknown went to hospital emergency room last month ultra sound and xray taken for possible needle break no evidence of needle break found. Consumer was prescribed antibiotics for 7 days. Stated, she is 100% better now. Expiration date: 2024-01-31.

Manufacturer narrative:
Investigation: customer returned (2) open 5mm, 31g pen needles from lot # 9009529. Customer states that insulin flow stops during the injection, there is bruising, painful knots, swelling at the injection site, bent needles, and a possible needle break off. Both returned pen needles were examined and no broken or bent cannula was observed. Both samples were tested for point geometry, lube, and cannula od. The following was observed (specs: outer diameter for 30g: 0.0100¿-0.0125¿): data: point outer diameter (in) lube sample 1: hooked 0.0101; good. Sample 2: hooked 0.0101; good. Both samples exhibited a hooked cannula point. Both samples were also tested and both were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (hooked point). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (broken cannula, clog, bent cannula). Hooked point caused by customer during use of the product.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced the cannula breaking off, and another unspecified number experienced difficulty operating or not working/functioning during use. The following information was provided by the initial reporter: material no. 320119, batch no. 9009529. Verbatim: no insulin flow when priming. During injection, flow will stop before injection is complete, she takes a second pen needle to complete dosage bruising on stomach, referred to them as "painful knots" some swelling on injection site finding bent needles at patient end before injection, she does not use them does rotate injection sites one box affected. Exact dates for each issue, unknown went to hospital emergency room last month ultra sound and xray taken for possible needle break no evidence of needle break found. Consumer was prescribed antibiotics for 7 days. Stated, she is 100% better now. Expiration date: 2024-01-31.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g experienced the cannula breaking off, and another unspecified number experienced difficulty operating or not working/functioning during use. The following information was provided by the initial reporter: material no. 320119, batch no. 9009529. Verbatim: no insulin flow when priming. During injection, flow will stop before injection is complete, she takes a second pen needle to complete dosage bruising on stomach, referred to them as "painful knots" some swelling on injection site finding bent needles at patient end before injection, she does not use them does rotate injection sites one box affected. Exact dates for each issue, unknown went to hospital emergency room last month ultra sound and xray taken for possible needle break no evidence of needle break found. Consumer was prescribed antibiotics for 7 days. Stated, she is 100% better now. Expiration date: 2024-01-31.